Event description:
Caller alleged false positive tni results on five patients. Results on five patients. Results as follows: date: (B)(6) 2012, patient: 1, triage tni: 0.08, lab tni: <0.01. The same sample was tested on another triage meter with a tni result 0.1. Caller then mentioned a tni of <0.05, but she did not know if it was a different device, the same device or another meter. A tni cutoff of 0.07 was used. No patient information was provided.

Manufacturer narrative:
Testing of retained and returned devices reproduced customers observations of elevated tni results on sob lot w49994. Retained device testing observed 1 out of 29 results >0.10ng/ml. Returned device testing observed 3 out of 29 results >0.10ng/ml. Rate of elevated results is higher on returned devices versus retained. Unable to verify the storage and handling of the returned kits. Devices may have been compromised and analyte recovery may have been affected. No patient sample was returned for further testing to rule out sample specific interference that is known to affect analyte recovery. Both retained and returned devices passed manufacturing final release specifications. No product deficiency was established. (B)(4) was opened to address elevated tni at low end concentrations. (B)(4).